Event description:
Additional information reported that it was ¿suspected that the extensions were damaged.¿ the damage was suspected to have occurred when the patient had their previous implantable neurostimulator (ins) replaced in (B)(6) 2015 due to ¿normal battery depletion.¿

Event description:
Additional information reported the patient was ¿ok¿ at the time of follow-up.

Event description:
Additional information reported the patient¿s ¿extension was broken¿ and there were ¿many contacts out of range.¿ impedance testing that was performed four days prior to follow-up found high, out of range impedances involving both the patient¿s right and left hemispheres that were both unipolar and bipolar in nature. The impedances found were as high as ¿>40000¿ ohms. It was noted that a revision procedure had been performed; however the exact nature of the procedure was not known at the time of follow-up.

Event description:
It was reported the parkinson¿s disease and essential tremor patient experienced an ¿electric shock in the stimulator pocket.¿ it was further reported that when the patient pressed on the stimulator pocket that he felt electrical sensations in the left side of his body. When the patient¿s right lead stimulation was set to 0 volts and the pocket was pressed, the patient experienced ¿no sensations.¿ impedance testing found that unipolar electrode 3 had high impedances ¿>40000¿ ohms and bipolar electrode pairs 0-3, 1-3, and 2-3 also had high impedances of ¿>40000¿ ohms when tested at 3 volts. It was noted the patient was reprogrammed and underwent x-rays at the time of initial report as a result of the event; however, the results of these actions were not provided at the time of initial report. The patient was reportedly ¿ok¿ as of a week after initial report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).